Event description:
The customer reported getting power interrupted messages on this defibrillator. There was no patient involvement as the system occurred during calibration.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.